Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'constant downstream occlusion' which was verified through a review of the event history log which was not reproduced during evaluation. Evaluation ran the device for 15 minutes for 40ml/hr with no discrepancies. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion. There was no patient involvement. No additional information is available.